Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that diagnostics indicated that the patient received the elective replacement indicator message. It is unknown if this occurred prematurely. Surgical intervention may be pending to address the issue.

Event description:
Additional information reported patient is receiving effective therapy with the ipg. There is no device malfunction.

Manufacturer narrative:
The device is no longer reportable as there is no device malfunction.